Event description:
It was reported that during a lap cholecystectomy procedure, the device fired a clip in a scissored form. Used a second device to complete the case. No pt consequence.

Manufacturer narrative:
Date sent: 10/18/2007. The instrument was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.